Event description:
It was reported by the pt's rep that allegedly the femoral stem was fractured at the neck.

Manufacturer narrative:
Neither the device nor additional information is available at this time.